Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has shocking sensation at the neurostimulator site, the pain shoots up to patient's shoulder, also the neurostimulator is moving around and this caused patient's pain as well. The pain got worse when patient recharged their implant yesterday. Issue started 6 months ago. During the call someone came to patient's room and turned therapy off before caller could get to patient's room. Technical services gave caller contact information to page the manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.